Event description:
Boston scientific was notified that the neuroform 2 stent couldn't release in pathological change location. When withdrawn, stent released in internal carotid artery. Additional info was received in april 2004. The stent is still in the carotid artery. The stabilizer was returned for evaluation. The procedure is completed with matrix coil.